Manufacturer narrative:
Pr#: (B)(4).

Event description:
The international customer reported that the unit alarmed vent inop due to flow sensor failure. The customer reported patient involvement with serious injury to the patient. The customer declined to provide patient information.